Event description:
It was reported that the patient underwent percutaneous coronary intervention on 01/24/2014 during which a 2.5x33 mm xience xpedition stent via direct stenting was implanted in the distal right coronary artery, and a 2.25 mm non-abbott stent was deployed in the mid left anterior descending artery. The procedure was considered successful; however, on (B)(6) 2014, during the same hospital stay, the patient suddenly went into shock and expired. The cause of death was reported as cardiac arrest possibly caused by inadequate post-dilatation of the non-abbott stent, or plaque rupture in the left main trunk. It is unknown if thrombosis occurred; however, the physician commented that it is highly unlikely due to the sudden death of the patient as under post-procedure management thrombosis would have been observed and treatment would have been performed. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of cardiac arrest, cardiogenic shock, and death are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.